Event description:
It was reported that premature battery depletion was observed. Noise reversion alerts were received. Noise was found on both the atrial and ventricular channels. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion, noise, and capture anomaly were confirmed in the laboratory. Based on the device settings, a longevity calculation was below expected limits. Initial testing found a high current anomaly, but the failure mode was lost and could not be reproduced. The device was tested on the bench and our automated testing equipment and found to be normal. The cause of the reported battery depletion could not be determined.